Event description:
Hamilton medical ag rcived the following description: it was reported that the ventilator failed to provide ventilation to the patient. The device generated the alarms ¿panel connection lost¿ and ¿ventilation canceled.¿ the patient was manually ventilated using a manual breathing bag with continuous etco2 monitoring. The affected ventilator was disconnected from the patient and replaced with another ventilator. No patient harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). Investigation ongoing.